Manufacturer narrative:
(B)(4). Batch # unk. Month and day unknown. Only year (2018) is known. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a lobectomy the linear stapler locked on tissue and wouldn't release. A second like linear stapler was placed next to the first device, the tissue was divided and the first device was able to be removed from the patient. There were no patient consequences reported.